Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that she missed a known anti-s of a patient using biotestcell 1&2 on tango optimo. The customer returned the supposedly defective product and also the patient sample that had caused a false negative test result. At the time the reagent red blood cells were provided by the customer they were already expired. Nevertheless our quality control laboratory tested the returned biotestcell 1&2 sample in parallel to their retained sample and also with a current lot of biotestcell 1&2 with the patient sample on tango optimo and yielded correct positive results. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell 1&2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was inspected by one of our field service engineers and gave no indication for a malfunction. It is operating within its specifications.